Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent emergency endovascular treatment of an aortic arch aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system and a gore® tag® conformable thoracic endoprosthesis. There was hemoptysis due to intrapulmonary perforation. The patient's vitals were stable. (2) debranch bypass procedure were performed. Tgm343415j and tgu454515j were implanted. A left subclavian artery was embolized by plugs (avp-ii 014). The hemoptysis was resolved. The patient tolerated the procedure. On (B)(6) 2021, at a follow up, a delayed image of a computed tomography angiography revealed an endoleak. On (B)(6) 2021, a reintervention was performed. During the reintervention, angiography did not reveal the endoleak. Tgu454520j was implanted in these stent grafts. The patient tolerated the procedure. The physician stated that the endoleak should be a type iiia endoleak. There was no blood-stained sputum and the postoperative course was good, so it must be very slight type iii endoleak. Reportedly, a overlap length of tgm343415j and tgu454515j might be less than 3 cm.